Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered seven shocks in a row. Upon interrogation, the device exhibited a shorted lead fault code. The second shock delivered had a shocking lead impedance measurement of < 10 ohms. The device was not able to pace at any output, although the impedance and r-wave measurements were within normal limits.